Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device use issue "multiple insertions". The patient's past medical history included gastrectomy (laparoscopic vertical sleeve gastrectomy with lysis of adhesions.), gastric bypass on (B)(6) 2014 and cesarean section. Concurrent conditions included genital bleeding (patient is having significant irregular bleeding with iud. Some months, she has experienced bleeding 2 or more times per month, has now been bleeding on and off since christmas) since (B)(6) 2016. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff saw the doctor and underwent treatment due to complications from the essure device. Per mr: on (B)(6) 2015, hysteroscopy with attempted bilateral fallopian tube cannulization by essure. An attempt was placed to place essure on the left. The tubal ostia was cannulated, however, could not ensure adequate placement. The essure appeared to pop out of the ostia into the cavity. Attempts to find the device were not successful. The right side was evaluated again, difficult to see the ostia until the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: the iud is appropriately positioned in the cavity. On (B)(6) 2014, pelvis ultrasound revealed, endometrial distended with fluid. Cervix markedly distended with complex fluid collection. On (B)(6) 2016, abdominal and transvaginal images were obtained. The iud is appropriately positioned in the cavity. This is confirmed with 3d imaging. Most recent follow-up information incorporated above includes: on 27-feb-2018: the case has been upgraded in the incident category. Reporter information was updated. This case concerns adult patient. Essure lot number was added. Essure removal date was added, on 27-feb-2018: reporter information was updated. This case is medically confirmed. Lab data was added. Her historical conditions and concurrent conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device use issue "multiple insertions". The patient's past medical history included gastrectomy (laparoscopic vertical sleeve gastrectomy with lysis of adhesions.), gastric bypass on (B)(6) 2014 and cesarean section. Concurrent conditions included genital bleeding (patient is having significant irregular bleeding with iud. Some months, she has experienced bleeding 2 or more times per month, has now been bleeding on and off since christmas) since (B)(6) 2016. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and complication of device insertion ("insertion injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff saw the doctor and underwent treatment due to complications from the essure device. Per mr: on (B)(6) 2015, hysteroscopy with attempted bilateral fallopian tube cannulization by essure. An attempt was placed to place essure on the left. The tubal ostia was cannulated, however, could not ensure adequate placement. The essure appeared to pop out of the ostia into the cavity. Attempts to find the device were not successful. The right side was evaluated again, difficult to see the ostia until the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: the iud is appropriately positioned in the cavity on (B)(6) 2014, pelvis ultrasound revealed, endometrial distended with fluid. Cervix markedly distended with complex fluid collection. On (B)(6) 2016, abdominal and transvaginal images were obtained. The iud is appropriately positioned in the cavity. This is confirmed with 3d imaging. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: event insertion injury added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device use issue "multiple insertions". The patient's past medical history included gastrectomy (laparoscopic vertical sleeve gastrectomy with lysis of adhesions.), gastric bypass on (B)(6) 2014 and cesarean section. Concurrent conditions included genital bleeding (patient is having significant irregular bleeding with iud. Some months, she has experienced bleeding 2 or more times per month, has now been bleeding on and off since christmas) since (B)(6) 2016. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and complication of device insertion ("insertion injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff saw the doctor and underwent treatment due to complications from the essure device. Per mr: on (B)(6) 2015, hysteroscopy with attempted bilateral fallopian tube cannulization by essure. An attempt was placed to place essure on the left. The tubal ostia was cannulated, however, could not ensure adequate placement. The essure appeared to pop out of the ostia into the cavity. Attempts to find the device were not successful. The right side was evaluated again, difficult to see the ostia until the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: the iud is appropriately positioned in the cavity on (B)(6) 2014, pelvis ultrasound revealed, endometrial distended with fluid. Cervix markedly distended with complex fluid collection. On (B)(6) 2016, abdominal and transvaginal images were obtained. The iud is appropriately positioned in the cavity. This is confirmed with 3d imaging. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device location of device: tubal ostia") in a 36-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device use issue "multiple insertions". The patient's past medical history included gastrectomy (laparoscopic vertical sleeve gastrectomy with lysis of adhesions.), gastric bypass on (B)(6) 2014, cesarean section, headache, post coital bleeding and left lower quadrant pain. Concurrent conditions included genital bleeding (patient is having significant irregular bleeding with iud. Some months, she has experienced bleeding 2 or more times per month, has now been bleeding on and off since christmas) since (B)(6) 2016. Concomitant products included levonorgestrel (mirena) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental,") and anxiety ("mental anguish"). On (B)(6) 2015, 1 month 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain ("severe pelvic pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and complication of device insertion ("insertion injury"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, complication of device insertion, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, complication of device insertion, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff saw the doctor and underwent treatment due to complications from the essure device. Per mr: on (B)(6) 2015, hysteroscopy with attempted bilateral fallopian tube cannulization by essure. An attempt was placed to place essure on the left. The tubal ostia was cannulated, however, could not ensure adequate placement. The essure appeared to pop out of the ostia into the cavity. Attempts to find the device were not successful. The right side was evaluated again, difficult to see the ostia until the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: the iud is appropriately positioned in the cavity on(B)(6) 2014, pelvis ultrasound revealed, endometrial distended with fluid. Cervix markedly distended with complex fluid collection. On (B)(6) 2016, abdominal and transvaginal images were obtained. The iud is appropriately positioned in the cavity. This is confirmed with 3d imaging. Pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, event psychological or psychiatric problems condition: depression and mental, malposition of essure device location of device: tubal ostia were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device location of device: tubal ostia') in a 36-year-old female patient who had essure (batch no. B97492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device use issue "multiple insertions/failed essure hysteroscopy with attempt at essure but failed". The patient's medical history included gastric bypass on (B)(6) 2014, gastrectomy (laparoscopic vertical sleeve gastrectomy with lysis of adhesions.), cesarean section, headache, post coital bleeding, left lower quadrant pain, grand multiparity, skin lesion, obesity, chronic anemia, allergic reaction to analgesics, polycystic ovary and cigarette smoker. Previously administered products included for an unreported indication: clindamycin, ampicillin, zoloft, caltrate plus vitamin d, prilosec, vitamin b 12 and multivitamin. Concurrent conditions included genital bleeding (patient is having significant irregular bleeding with iud. Some months, she has experienced bleeding 2 or more times per month, has now been bleeding on and off since christmas) since (B)(6) 2016, polymenorrhoea, ovarian cyst, perineal pain, cervicitis cystic, irregular menstruation, ascites, splenomegaly, umbilical hernia repair, pelvic adhesions, fatigue, post coital bleeding, back pain and weight gain. Concomitant products included desogestrel;ethinylestradiol (kariva), escitalopram oxalate (lexapro), ethinylestradiol;norgestimate (sprintec), levonorgestrel (mirena) since (B)(6) 2015, omega-3 nos, paracetamol (acetaminophen) and sertraline. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 month after insertion of essure. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental,") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain/pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and complication of device insertion ("insertion injury"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (salpingectomy (bilateral removal of fallopian tubes), supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menstrual disorder, menorrhagia, complication of device insertion, depression and anxiety outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, complication of device insertion, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff saw the doctor and underwent treatment due to complications from the essure device. Per mr: on (B)(6) 2015, hysteroscopy with attempted bilateral fallopian tube cannulization by essure. An attempt was placed to place essure on the left. The tubal ostia was cannulated, however, could not ensure adequate placement. The essure appeared to pop out of the ostia into the cavity. Attempts to find the device were not successful. The right side was evaluated again, difficult to see the ostia until the procedure was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. Ultrasound pelvis - on (B)(6) 2015: results: the iud is appropriately positioned in the cavity. On (B)(6) 2014, pelvis ultrasound revealed, endometrial distended with fluid. Cervix markedly distended with complex fluid collection. On (B)(6) 2016, abdominal and transvaginal images were obtained. The iud is appropriately positioned in the cavity. This is confirmed with 3d imaging. (B)(6) 2010, pathology report-final: hpv and mild dysplasia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain, vaginal bleeding, menorrhagia were updated, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.